Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the small grasping retractor instrument had a defect. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was physical damage to the instrument at the distal end (tips) where a cable was coming out. The issue was resolved by replacing it with another instrument. There was no material missing or detached from the instrument at the distal end. There was no clarification on which cable was damaged, but one cable at the tip was sticking out. The instrument moved in the intended direction. There was no tissue caught in the instrument.